Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the half of the reservoir compartment broke off. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that she had low blood glucose of 46 mg/dl. The customer stated that she treated the low blood glucose. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.